Event description:
A malfunction alarm was reported, but no significant events occurred before it. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur.